Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dbm257, mfg date: 02/01/2011, exp date: 01/31/2013. Batch cjz040, mfg date: 08/01/2010, exp date: 07/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lung transplant procedure on (B)(6) 2011 and suture was used. On postoperative day three, the patients right lung herniated out of the cavity because the suture broke. Additional information was requested.